Event description:
The physician was using a mo.ma ultra 5f ID cerebral protection device to treat a lesion in the internal carotid artery, which was reported to be a critical concentric lesion with minimal tortuosity (stenosis greater than 75%- aortic type ll). No abnormalities were noted during preparation and inspection of the device prior to use. A t-safety valve was used during the purging procedure. No resistance noted during insertion or with accessory equipment. After delivery of the device, the physician tried to inflate the proximal balloon, it was not possible to see the image of the balloon inflated. In the attempt of the first inflation was not visualized. It was reported that it could not be ¿distinguish whether the balloon was holed or if there was no proximal balloon in the device''. The moma device was replaced by another moma successfully and a stent was placed in the target lesion. No patient complications were reported for this event. Evaluation summary: traces of dried radio opaque solution were detected inside the inflation lumens. No analysis could be performed to the shaft because occluded by dried solution. To conduct the technical investigation, the inflation lines of the distal part of the device were connected by bonded needles. Negative pressure was applied on both inflation lines by connecting a vaclock syringe filled with water to the lateral luers. No leakage was detected on the proximal inflation line. Bubbles stopped after 15 seconds. However, bubbles continued to appear after 15 seconds when the distal inflation line was tested, indicating a leakage. The distal inflation luer was found cracked. A burst was found on the proximal balloon. It was analyzed by microscope and on the line of the balloon burst an incision was detected along the length and it continued on the shaft for few cm. The distal balloon was inflated at 6mm by water and no leakage/pinhole was detected after 30 minutes of inflation. Cine image review: cine images were provided for review; however, no information about the reported damaged found on the proximal balloon was evident.

Manufacturer narrative:
Results, conclusion: stenosis greater than 75%- aortic type ll. (B)(4).